Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac monitor would not stay charged very long. The patient indicated that they wanted the device removed. The device remains in use. No patient complications have been reported as a result of this event.